Manufacturer narrative:
A hip fracture is a break in the upper quarter of the femur (thigh) bone. The extent of the break depends on the forces that are involved. Treatment for hip fractures usually involves a combination of surgery, rehabilitation and medication. Therefore, a fractured hip meets the criteria of a serious injury. An orthopedic consultation was ordered; the patient¿s condition deteriorated and therefore the consultation and surgical treatment of the fractured hip was not completed. The hill-rom technician thoroughly inspected the bed and found no malfunctions. The bed functioned as designed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the patient was trying to get out of bed and fell. X-ray confirmed the patient had a right hip fracture. The bed was located in a patient room in the med surg area of the account. This report was filed in our complaint handling system as complaint # (B)(4).